Event description:
The physician informs us that the patient has been implanted an adjustable valve in (B)(6) 2011. At the end of 2018, they modified the pressure of the valve because the patient has symptoms (progression of general dementia) . After the new set up of the valve, symptoms were always observed, and they performed a valve control with contrast medium which presented an occlusion.